Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the patient was admitted to hospital for diabetic ketoacidosis (dka) on (B)(6) 2014, at 2a.m. Blood glucose (bg) reading was 589mg/dl with dehydration and the patient was not alert. Patient was treated with IV dextrose and IV insulin. Reporter is calling to have pump checked prior to restarting pump. Customer support (cs) review found the time and date in the pump to be correct. Alarm history showed an empty cartridge alarm on (B)(6) 2017, at 2 pm; no other alarms noted. The patient informed the reporter that they had not filled the cartridge on (B)(6) 2014. There was no insulin in the cartridge. The patient also had not changed the infusion set since (B)(6) 2014. Patient does not change the cartridge every 3 days and did not respond to the empty cartridge alarm and fill with insulin when recommended. Patient was not on pump at time of call. Patient ¿s health care provider (hcp) is adjusting settings for basal program to start after bg is stabilized. Cs review found no default with the pump. Cs discussed with reporter that the high bg was due to patient not responding to the empty cartridge alarm. Cs also advised reporter to change the setting for alarms in the pump from vibrate to high, and educated her that the cartridge and ifs will need to be changed every 3 days, for the proper delivery of insulin. There is no indication of pump malfunction. This complaint is being reported because the patient experienced hyperglycemia after the use errors of not responding to the alarm and not changing the cartridge and infusion sets per the instructions for use.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.